Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer accidentally triggered a full synchronization from the data synchronization page on the station. A technical support specialist (tss) identified that the customer interrupted the data synchronization, so the device could be used, however, the device went into "unknown device" thereafter. So, the tss dialed-in and confirmed that device needed to complete a full-synchronization as the station already dropped the database from initiating the full-synchronization. Then checked for backup and continued forward with full-synchronization process. After the synchronization completed, customer was able to confirm the station was accessible and that everything was displaying as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es initiated data sync in medication application. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es initiated data sync in medication application. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.